Manufacturer narrative:
Additional information was added to h6 and h11. H11: the actual devices were not available; however, a video was provided for evaluation. A review of the video showed a human interaction attempting to fully engage the twist clamp. However, without the actual samples to evaluate, the reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of four (4) minicap transfer sets could not be closed. This was identified before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.